Event description:
Rn hung medication at 100ml/hr. Rn noted that the rate was too fast and noted fluid coming from the IV pump. Rn opened pump and disconnected tubing. At that time, the rn noted a small hole in the tubing. Equipment was removed and sent to clinical engineering. No harm came to the pt. Issue was identified immediately and tubing was changed.